Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The 6949 sprint fidelis lead is part of the advisory for this model.

Event description:
The patient's wife reported retaining a lawyer, that the patient's lead was causing "problems", and that the device was beeping. It was also reported that the lead was reprogrammed before being replaced. The device was explanted and replaced, and the lead was replaced. No further patient complications have been reported as a result of this event.